Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that on may 4th, 2023, during a brevera procedure the needle failed to collect tissue and a second needle was used which failed again, the needle was inside the breast. An incision was performed, and no tissue was collected. The customer reported there was an issue with the driver. A field engineer examined the equipment and determined there was an issue with the main console circuit board and the suction. The equipment was repaired and meets the manufacturer´s specifications. No other information is available.